Event description:
It was reported during a routine check conducted by the customer, the cs100 intra-aortic balloon pump (iabp) battery does not hold a charge and there is no charging signal. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted once all investigation activities have been finalized. Due to character limitation the complete e1 - telephone # (B)(6).

Manufacturer narrative:
Updated fields: b4, d8, e1 (telephone), d9, g3, g6, h2, h3, h6 (investigation findings, type of investigation, investigation conclusions, component code), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse replaced the battery as deteriorated and needs to be replaced and safety disk as it has exceeded its service life. The machine to be able to use it normally.

Event description:
N/a.